Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during a tummy tuck and breast lift procedure on (B)(6) 2005, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required.". The customer further indicated to the sales representative "that there wasn¿t a specific burn associated" with this complaint. It was reported that the surgery was completed with no delay and no impact to the patient or user. The event of burn will be reported separately. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Additional information: the surgeon has provided new information identifying the 60-2450-120, system 2450, 120v as a concomitant device, and indicating his use of voltage as "for tucks 70-80 settings on the blue dial under blend on the cautery suction unit. And 20 yellow dial on cut. For a mastopexy 50 cautery and 20 cut", which exceeds the warning issued in the instructions for use: "do not exceed 30 watts during use". The 60-2450-120, system 2450, 120v has been added as a concomitant device; there are no allegations against it. A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during a tummy tuck and breast lift procedure on (B)(6) 2024, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required.". The customer further indicated to the sales representative "that there wasn¿t a specific burn associated" with this complaint. It was reported that the surgery was completed with no delay and no impact to the patient or user. The event of burn will be reported separately. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information has been added to sections b.5, d.10 and h.6. Corrections: brand name has been corrected in section d.1; manufacturer narrative has been corrected below: corrected narrative: received four 138105 in unoriginal package. Lot number was not verified. Performed a visual inspection, the tips of the devices are fragmented. A root cause cannot be determined, however, based upon additional information from the customer, the product was used off label. The user indicates that the settings on the electrode with guarded tip were higher power ratings (watts) than it is recommended in the IFU. The power settings used were communicated to be: for tucks 70-80 settings on the blue dial under blend on the cautery suction unit. 20 yellow dial on cut. For mastopexy 50 cautery and 20 cut. (B)(4). Per the instructions for use, the user is advised: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. The IFU also warns that if using a disposable needle electrode do not exceed 30 watts during use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Received four 138105 in unoriginal package. Lot number was not verified. Performed a visual inspection, the tips of the devices are fragmented. A root cause cannot be determined, however, based upon evaluation of the device, the risk document, and the IFU; a possible cause of this event could be that the electrode came in contact with another conductive object. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during a tummy tuck and breast lift procedure on 05apr4, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required.". The customer further indicated to the sales representative "that there wasn¿t a specific burn associated" with this complaint. It was reported that the surgery was completed with no delay and no impact to the patient or user. The event of burn will be reported separately. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.